Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: device locked on tissue, doctor had to cut and remove the device from tissue. Ligasure device was used to seal off the area. Doctor was able to continue the case. Delay time reported was 45 minutes.